Event description:
Additional information was received from the physician. She noted that patient had a fall due to a seizure when asked if the patient had any trauma/manipulation. It was noted that the patient was referred for x-rays, but x-rays have not been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H4. Corrected data, supplemental report #3: should have updated the suspect product to the lead as based on the new information the high impedance is likely related to a lead issue rather than incomplete pin insertion. F10. Corrected data, supplemental report #3: should have updated the component code to 'patient lead' h6. Corrected data, supplemental report #3: should have included updated codes c0203 and d14 health effect - component :g02025.

Event description:
The patient's lead and generator were replaced. The explanted suspect device was discarded. No further relevant information has been received to date.

Event description:
The patient presented with high impedance again. It was noted that the patient had a fall in the shower before the high impedance was originally seen. The patient is no longer feeling magnet stimulation and the magnet is not aborting seizures, and the patient had been having breakthrough seizures. It was noted that a week after anchoring the vns lead, he had a seizure and fell on his left side. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Event description:
The patient underwent surgery. The lead pin was re-inserted into the generator and the high impedance resolved. No further relevant information has been received to date.

Event description:
Patient presented with high impedance. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.